Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential adverse event associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause of the stenosis is likely to be related to the pre-existing disease processes. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the (B)(6) clinical trial, significantly elevated gradient was noted on the 3-year follow-up echo (tte) compared to the 2 year echo. The patient was admitted for nstemi. During cardiac catheterization and echo severe prosthetic av stenosis was revealed and a recommendation for a 2nd valve implant. Review of serial echo reports (medidata) information revealed that at the 30 day follow-up, the peak gradient was 22.54 mmhg (mean gradient 13.10 mmhg). At the 1 year follow up, the peak gradient was 35.23 (mean 20.31 mmhg). At the 2 year follow up, the peak gradient was 20.28 (mean 12.91 mmhg). Review of medical records (echo tte), at 3 year follow up the peak gradient was 99.0 mmhg (mean 60.6 mmhg) with a valve area of 0.6 cm² and an ef of 40.1%; dilatation of the ascending aorta is noted, with mild aortic valve insufficiency and mild pvl.